Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an in-office device interrogation, the device longevity estimator showed question marks. It was noted the patient was programmed to left ventricular (lv) lead pacing only and a battery longevity estimate could not be generated without any previous right ventricular (rv) lead pacing. Recommended the clinician turn the rv pacing on for a few seconds in-office to resolve. The clinician noted the device was reinterrogated as suggested and the information was populated. The device remains in use. No patient complications have been reported as a result of this event.